Event description:
The hearing aids kept falling out of my ears. I had to keep reinserting them every time I tried to wear them. Eventually, I lost the left hearing aid. I didn't know that it was gone until I realized I wasn't hearing as well on the left side. When I checked my left ear, I found out it wasn't there. I searched everywhere in the room I was in, outside the building, and inside the car. I searched at home too; I haven't located it yet.